Event description:
Additional information was received from the patient. They reported that they experienced retention prior to the device. They stated that their retention had not worsened as a result of the device, but that they still had a residual 200cc no matter what. They stated that catheterization had been their standard of care and that it was their saving grace. Their next appointment would be on (B)(6) 2024 and their issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel disfunction. It was reported that the therapy was working and they were urinating on their own, but they always feel like they had about 200 of residual. The patient said they felt like the stimulation needed to be a little stronger and they couldn't get a hold of their manufacturing representative (rep). Patient services attempted to walk patient through how to connect to their implant. However, before the patient could connect the call disconnected. The agent attempted to call back but patient did not answer. On (B)(6) 2024 the patient called back and repeated their therapy issues. They requested assistance with making an adjustment. Reviewed therapy information including therapy expectations. The patient said that their managing physician provided direction that they use the catheter once in the morning and once in the evening if needed. The patient said sometimes they had to use the catheter during the day. Reviewed general programming guidance including how setting will affect neurostimulator battery longevity. With instruction, the patient and assistant connected and made a slight increase to setting. The patient was to monitor and track symptoms. The patient was redirected to consult with their managing physician to further discuss their situation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that although they urinate better with the device they still have residual. They are in contact with their urologist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient requested assistance making an adjustment to therapy. Patient repeated that they were urinating well, as much as they could, but they still had 200 of residual (urine) in their bladder. During the call agent assisted patient in increasing stimulation. Pt will monitor symptoms after increasing stimulation.